Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the nurse was unable to retract the needle of a jelco® saf-t wing® blood collection and infusion set into the housing. The needle would only retract half way. Needle was disposed of in sharps container. No injury to patient or clinician was reported.

Manufacturer narrative:
Eight devices were returned for evaluation in new condition. Visual inspection of the devices found no discrepancies. Simulated use testing was performed and found no discrepancies; the safety mechanism activated without issue. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed and found no discrepancies. A sample of 5 devices was taken from production and functionally tested via simulated use testing and found that there were no difficulties activating the safety mechanism. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the devices.